Event description:
It was further reported that vascular access was via the right radial artery, that the left anterior descending artery was severely calcified, and that the balloon was used for pre-dilatation and was removed intact from the patient.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed, target lesion was located in the calcified and moderately tortuous left anterior descending artery. The 12mm x 2.50mm nc quantum apex balloon catheter was selected and advanced to the target lesion. The balloon was inflated once at 12 atm and ruptured upon the second inflation at 18 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).